Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened down arrow button dome switch. The insulin pump had cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had unreliable response from the down arrow button. The blood glucose reading was unknown. Advised replacement of the insulin pump. Nothing further reported.